Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system, scanner was slow to scan, or not scanning and top drawer of med tower was sticking. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner cable had issue. A field service engineer stated that the no issues were found with the scanner during inspection. The scanner was functioning correctly, and all connections were secure. However, to address the customer's concerns, the barcode scanner cable was replaced. The customer tested the scanner before and after the replacement and confirmed that it was working without any problems. The system functioned as intended after the field service engineer troubleshot the device.